Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported via social media that the crit-line monitor only provided a graph without altering the machine¿s settings. The monitory displayed to the biomedical technician (biomed) that the current session was not pulling enough and the biomed adjusted by keying in a stronger pull. The strong pull resulted in cramping and bottoming out. The machine was blamed and it was dropped. There is no information to follow up on ¿ no name, no clinic i.d., no serial number, and no phone number. The number of occurrences, as well as dates of occurrence were not provided. Additional information is unable to be obtained.

Manufacturer narrative:
There is a possible causal relationship between the adjustments on the crit-line iii monitor resulting in cramping and bottoming out. However, there was no treatment data, product information, or patient interventions and outcomes that were provided which support the allegation found in the social media post. Based on the limited information, the cause of the reported event cannot be confirmed. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.